Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the merlin.net transmission exhibited the pulse generator in backup vvi mode. The patient was brought into the clinic for further troubleshooting. After a software download, the device resumed normal function.